Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-dec-2021 to 26-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it was found that the user's account was locked. The hospital's it team unlocked the account to resolve the issue. The system was functional as intended.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly locked the user out while patient is on the operating room table. Customer added that the users were not able to log in to get narcotics, the hospital's it department was called to unlock the account for the users to log in. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that the user's account was locked and required to be unlocked by the customer it team.the hospital's it team unlocked the account to resolve the issue.the system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly locked the user out while patient is on the operating room table.customer added that the users were not able to log in to get narcotics, the hospital's it department was called to unlock the account for the users to log in.there were no adverse events or injuries reported based on this event.